Event description:
Customer called to report high bg readings (200 to 383 mg/dl) despite boluses. Customer had husband check the insertion of cannula and stated that he thinks the cannula was not inserted properly. Customer's husband removed the pod and stated that there was a kink to the cannula and didn't think it was inserted. Customer programmed a bolus after the pod was removed and noted that the pod delivered the right amount of insulin. Customer activated another pod.

Manufacturer narrative:
The product was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.